Manufacturer narrative:
The returned lead was inspected and analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds.

Event description:
It was reported that during a system upgrade the right ventricular (rv) lead presented removal difficulties as the tip became stuck in the superior vena cava (svc) and it unraveled, the tip was left in the patient. This lead was successfully replaced and returned. No adverse patient effects were reported.